Manufacturer narrative:
Product analysis: the product remains implanted, therefore no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. (B)(4).

Event description:
Medtronic received information that immediately following the implant of this 26 mm transcatheter bioprosthetic valve, an echocardiogram showed severe paravalvular leak (pvl). Post-implant balloon aortic valvuloplasty (bav) was performed. There was visible valve expansion noted but it appeared to recoil and moderate pvl persisted. A decision was made to implant a second valve (valve-in-valve) and upsize to a 29 mm due to concern that the first valve was undersized. No adverse patient effects were reported.